Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the header connector port is not working all the time; the rf (radio frequency) head connector was damaged. It was also reported the programmer is very slow to start up. It was noted users need to manually enter the device application then interrogate. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head connector port did not work all the time; the connection needed to be held just right to allow telemetry to function when using a known good rf head. Analysis also confirmed long boot up time of 60 seconds. Tab on power cord door was broken, the system fan was intermittent noisy, and the left display hinge was broken.